Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported via phone call that insulin was squirting out during manual prime. Customer's blood glucose level was not known. Troubleshooting was performed. Compromised force sensor system alert was received during troubleshooting. Customer stated the reservoir volume was 280 units and the remaining units shown on the pump status screen was 0. The insulin pump was not bumped or dropped. It was found the drive support cap was protruded. At the time of the report, customer's blood glucose was 341 mg/dl. It was advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.